Event description:
Elderly female patient was transferred from one ICU to another ICU having been ruled out for covid infection. Upon arrival to the new ICU the patient was noted to have a micropuncture arterial line which was in the patient's right radial artery. The a-line had been placed the previous day. The arterial line was unable to have blood drawn from it and had poor arterial waveform tracing. The arterial line dressing was removed, and it was noted that the arterial line catheter had an introducer (stainless steel wire guide) in place. The arterial line was removed.